Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "implant fracture and loosening due to cement failure has been reported." The device is in a clinical study and not available for evaluation. This report filed (B)(6), 2011.

Event description:
Information received from clinical research states that patient underwent partial knee arthroplasty on (B)(6) , 2008 as part of a clinical study and that a subsequent revision procedure was performed on (B)(6), 2010. The information provided indicates that the cement had loosened and the tibial bearing moved out of place. No further information has been provided.